Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp indicating that fall was caused by neurogenic orthostatic hypotension and treated with medication. Issue is now resolved. Hcp negatively attributes issue to dbs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past three days, the patient has been experiencing significant dyskinesia and tremors both at rest and during activity, and stated that their tremors are worsening and becoming uncontrollable despite attempts to adjust stimulation. The patient, who is in a wheelchair, requested to meet with a manufacturer representative at their residence for assistance with adjustments. Patient services reviewed the role of the manufacturer representative and redirected the patient to their healthcare provider to further address the issue. Additional information received from patient stating they recently had 2 falls. During one of the falls they hit their head really hard on a brick wall. Patient said they are having some issues w/ coordination and a headache. Reviewed the rep's role and recommended the patient contact the managing hcp to get up an appointment.